Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on their right ventricular (rv) lead. Technical services (ts) reviewed an old event and stated this was a gradual increase. Ts recommended a test of shock delivery to obtain the actual high energy impedance value. This device lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on their right ventricular (rv) lead. Technical services (ts) reviewed an old event and stated this was a gradual increase. Ts recommended a test of shock delivery to obtain the actual high energy impedance value. This device lead remains in service. No adverse patient effects were reported.